Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor support disk.

Event description:
The customer reported that the insulin pump had a low reservoir alarm, and once the insulin pump was primed, it alarmed an error. Advised the customer to revert to back up plan. The customer's blood glucose reading was 208mg/dl. No further information was provided.